Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There has been one other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
This pi has been raised as a result of a medical review. The medical review indicated "the intraprosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the first dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anaesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner". This pi is for the manipulation under anesthesia which occured on (B)(6) 2018 due to dislocation.

Event description:
This pi has been raised as a result of a medical review. The medical review indicated "the intraprosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the first dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anaesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner". This pi is for the manuplication under anesthesia which occured on (B)(6) 2018 due to dislocation.

Manufacturer narrative:
An event regarding disassociation involving an mdm liner was reported. The event was confirmed through clinician review of the medical records provided. Method & results: -product evaluation and results: although this event is for manipulation under anesthesia (mua) in which the components remained implanted, they were explanted during surgery on (B)(6) 2018 and evaluated. The head, adm liner and mdm liner were returned for evaluation. Damage consistent with in vivo use and explantation damage is noticed on all three components. -clinician review: a review of the provided medical records by a clinical consultant indicated: a hip dislocation occurred two weeks after right hip arthroplasty with exeter stem and trident cup with mdm construct for a medial neck neck fracture in a patient with major alcohol abuse, heavy smoking status and other systemic disease, all contributing to soft tissue instability around the hip additional to the inherent dislocation risk after any hip arthroplasty early after surgery. The intraprosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the cirst dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anaesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner. -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there has been one other similar event for the reported lot. The other event relates to the same patient, therefore no additional trend activity is required. Conclusion: an event regarding disassociation between and mdm liner and shell was reported. Although this event is for manipulation under anesthesia (mua) in which the components remained implanted, they were explanted during surgery on (B)(6) 2018 and evaluated. The head, adm liner and mdm liner were returned for evaluation. Damage consistent with in vivo use and explantation damage is noticed on all three components. A review of the provided medical records by a clinical consultant indicated: a hip dislocation occurred two weeks after right hip arthroplasty with exeter stem and trident cup with mdm construct for a medial neck neck fracture in a patient with major alcohol abuse, heavy smoking status and other systemic disease, all contributing to soft tissue instability around the hip additional to the inherent dislocation risk after any hip arthroplasty early after surgery. The intraprosthetic type of dislocation with disassociation of the mdm liner from the mdm shell was quite likely not recognised after the cirst dislocation allowing two more dislocations, treated unsuccessfully by manipulation under anaesthesia before revision surgery was undertaken with exchange of the mdm construct for a constrained liner. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.